Manufacturer narrative:
Initial reporter information has been updated. The facility name where this occurred is healthcity hospital and the full address is as follows: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that this issue was observed by a medtronic representative during a scheduled visit.

Manufacturer narrative:
Initial reporter information was unavailable at the time of filing. A medtronic representative tested the equipment. Initial testing noted a failure with the positioning sensor unit (psu) camera. The camera was replaced with a new one and the problem was resolved. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by medtronic for further analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that an illuminator hardware fault was detected on the system¿s camera. The amber light was glowing continuously on the staff cart camera. They logged into the system as an admin and ran the ndi tool utility application. Under the position sensor 0, there was an error message that read ¿illuminator hardware fault, return for service.¿ this indicated a faulty camera. There was no patient present when this issue was observed. It was noted that the camera was replaced with a new one and the problem was resolved.